Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead had deployed two times. The helix of the rv lead was retracted back and was implanted. The patient was in stable condition.